Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and radiculopathy. It was reported that the tiny piece on the charger that attaches to the wall that plugs into the body charger broke off. The patient's therapy had been turned off for a day and a half and the patient was having so much pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.